Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. The ra lead was explanted, and the device was reprogrammed to pace and sense in only the ventricle. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 23 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high pacing impedances were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. The ra lead was explanted, and the device was reprogrammed to pace and sense in only the ventricle. No additional adverse patient effects were reported.